Manufacturer narrative:
Conmed linvatec has not received this device for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation. A review of the device history record found this was manufactured in a lot of 100 and there were no discrepancies found that would contribute to the needle breakage. This needle is composed of shaft and blade made of (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. (B)(4). This is a newly released product (aug-2010) and the use of this product is technique dependent and the (B)(4) for this product addresses needle breakage as an acceptable risk. To date, there have been no reports of serious injuries related to this failure. The information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result.

Manufacturer narrative:
Evaluation results: visual inspection of the returned needle confirmed that the tip of the needle was broken off. The involved suture passer was not returned for evaluation. This is a relatively new device and use with the suture passer is very technique dependent. The concept suture passer needle is intended to work in conjunction with the suture passer to manually pass and retrieve #2 hi-fi (5 metric) suture through soft tissue in either arthroscopic or open surgical procedures. The (B)(4) addresses this failure mode as an acceptable risk. In addition, the new products quality engineer is conducting post market surveillance monitoring and the risk for this needle breakage continues to fall within the acceptable risk level.

Event description:
The customer reported that during a rotator cuff repair procedure, the tip of the needle broke off. The broken tip was not located, possibly due to the tiny size and location. The surgeon elected to leave the tip in the patient, as it may have caused more harm to the surrounding tissues in trying to locate and remove it. The procedure was completed using an alternate device. An x-ray confirmed the broken tip of the needle remained in the patient's joint. The patient went home as planned from the surgery and no patient injury or any adverse effect reported. As of this filing there has been no further intervention to remove the broken tip from the patient.